Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 5 boxes of smartest mv cement for a prostalac case with surgeon. Failed to recognize that one of the boxes of cement was opened and used was expired. The box was shown to the surgeon and the circulating nurse, introduced the product to the field. It was informed today by(B)(6) from (B)(6) that one of the boxes was expired and she requested all information be submitted on all possible issues for all parties involved when this occurs.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2019-109752. This report is being retracted as it is a report duplication. 1818910-2019-109752 will be kept for investigation purposes.